Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for eval.

Event description:
During the trial implant procedure, the pt was not getting enough air. The surgeon explanted the leads and aborted the surgery. The pt has since been re-trialed and is reportedly doing well.